Manufacturer narrative:
Product event summary: the partial lead in segments was returned, analyzed and the outer insulation of the lead developed a breach due to a depression while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device system was explanted due to infection. The right atrial (ra) lead was returned to the manufacturer, analyzed, and subsequently tested out of specification. No further patient complications have been reported as a result of this event.